Event description:
It was reported that hour glass no readings sensor error in status box occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the cgm reading has a high value (no value provided) and the patient self-treated with 1 unit of insulin. Then she went for a walk not far from her house, with her husband. Then the patient saw the sensor error on the app and kept walking. A moment later she started to feel weak and needed to sit down on a chair, had difficulty speaking and was slow to react, but was not unconscious. The husband treated her with apple juice with a straw and called a neighbor to come pick them up with a car. The patient sat on the chair for 15 minutes, until the neighbor arrived. She was feeling better but still very weak. Once she was back home she drank one more glace of apple juice, and 1 hour later the patient was feeling good again. The patient stated they disabled the alert because they were irritated with alerts whenever they received an error message. The patient was aware of the risks, and kept checking the phone for the cgm readings, therefore, she was aware of the sensor error before the event occurred. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.